Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device does not confirm the stated failure mode. Device has some minor damage slots. A functional evaluation of the returned device confirmed the stated failure mode. The device has an adjustable post reference knob that intermittently gets stuck, rendering the device inoperable. The device was manufactured in 2015 and shows signs of extensive use. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case: (B)(4). The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device does not confirm the stated failure mode. Device has some minor damage slots. A functional evaluation of the returned device confirmed the stated failure mode. The device has an adjustable post reference knob that intermittently gets stuck, rendering the device inoperable. The device was manufactured in 2015 and shows signs of extensive use. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka procedure while using a journey dcf ap fem cut blk 7, the adjustable post reference knob intermittently gets stuck. The procedure was successfully completed without delay using a smith+nephew back-up device. No patient injury or other complications were reported.